Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows damage to the distal tip of cannula. Tip end of device appears to have been clamped. Crushed or pinched, causing a crack and white stress marks at tip end of cannula. The damage appears to have been induced, however, analysis could not determine when the damage occurred. It is possible that the transfer of the product from the package to the plastic bin in the or was when the damage occurred, but this cannot be confirmed. A review of complaints has noted no similar reported events. Conclusion: analysis confirmed the reported complaint. The directions for use instructs the user to inspect the package and product for damage prior to use. The tear in the patient's aorta was repaired without adverse patient effects.

Event description:
Medtronic received information that after inserting this cannula through the wall of the aorta, a small tear was observed on the aorta. The cannula was removed, and the tip edge was found to be rough, not smooth. The small tear was easily repaired, with no reported adverse patient effects. A similar cannula was used to complete the procedure, with no additional complications being reported. The customer indicated that they receive these products in packages of 20, which are then put into a plastic container in the or.